Event description:
It was reported that two gore tag thoracic endoprothesis were implanted to repair a descending thoracic aortic aneurysm. During the procedure, the physician used a gore introducer sheath with silicone pinch valve, a gore tri-lobe balloon catheter and a perclose proglide suture-mediated closure system. Postoperatively, the patient's blood pressure dropped and a computed tomography scan revealed fluid around the right common iliac artery. The physician surgically repaired the right common iliac artery, but it was reported that the patient lost 8 l of blood during the procedure. The current medical status of the patient is unknown and no further information is available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device lot history record review in this case.